Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after a peripheral arterial occlusive disease interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name: updated d3 ¿ address 1: updated d3 ¿ city: updated d3 ¿ postal code: updated d9 - device available for evaluation: updated.